Event description:
Health professional reported the removal of a lap-band due to an alleged leak. The office suspected a leak after fluid was missing after several fill appointments.

Manufacturer narrative:
Taper ii. Analysis noted pulled material from the damaged port septum likely to have been caused by a coring needle. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical removal of the device. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."